Event description:
During baxter's functionality testing of a spectrum pump, it had an malfunctioning keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was reproduced. The device evaluation confirmed the malfunctions and discovered that anytime one of the functioning keys is pressed, there is an automatic response from the (ok) key. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.